Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant. During procedure, the device was unsheathed in the patient and a bulbous deformation to the left atrial disc was observed. The device was recaptured and exchanged for another 30 mm amplatzer pfo occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of "bulbous deformation to the left atrial disc " was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.